Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulse field ablation procedure, after completing pulmonary vein isolation (pvi) and posterior wall isolation (pwi), flutter occurred. In order to create a line at the mitral valve, several energy deliveries were performed on the pulmonary vein side using pulseselect, and then a line was created near the mitral valve using an radiofrequency catheter, after which the tachycardia stopped. After ablation was successfully completed, when pulseselect was being stored in the sheath, the distal electrode kinked and formed a knot, and it caught on the sheath. It was alleged that when the guidewire was inserted and withdrawn and became entangled. Because the catheter was stored in the sheath, it was removed together. The case was completed. No patient complications have been reported as a result of this event.